Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed low battery. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed low battery due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay, cracked case behind the pump near the battery compartment, missing display window cover, fading end cap address label, and a minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error. Customer's blood glucose value was 5.6 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.